Manufacturer narrative:
The device was requested, but was not returned as it was discarded by the site. A review of the lot history record (lhr) confirmed that there were no non-conformances; the devices from this lot conform to their predetermined specifications, including for stent retention. The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. However, given that the target lesion was ultimately treated with a smaller stent, the reported advancement difficulty and stent dislodgement are likely due to smaller vessel diameter, lesion calcification, and/or other challenging vessel morphology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On (B)(6) 2018, a male patient presented for percutaneous coronary intervention (pci). After pre-dilating the mildly calcified, 50% stenosed lesion in the mildly tortuous mid right coronary artery (rca) with a 1.5mm balloon, a 4.0x24mm cobra pzf nanocoated stent delivery system was advanced toward the lesion with resistance felt when crossing a tight proximal rca lesion and continued resistance to the mid rca; when reaching the mid rca lesion the device was unable to completely cross and the stent dislodged. The stent was retrieved by advancing a smaller 1.5mm balloon into the stent, inflating the balloon (slightly expanding the stent), then retracting the stent into the sheath. The target lesion was treated with a 3.0mm non-celonova stent. There were no adverse patient sequelae. Though requested, no additional information was provided.